Manufacturer narrative:
The product involved in the event was returned for evaluation. Sample evaluation is in progress. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
The tray liner exhibits brown stains. The customer stated this has resulted in delays up to (6) hours and multiple cancellations of cases. No instruments from the trays were used on patients. There was no report of injury or medical intervention.

Manufacturer narrative:
One (1) used sample was received with no product packaging. The sample was evaluated under ambient light conditions. The sample was laid out on the lab table. There are yellowish stains observed along the length of the sample along one of the folds. There are more yellowish stains observed in and around the same area. A representative section was viewed under magnification. The yellowish stains appear embedded into the fibers of the sample. The complaint details were forwarded to the appropriate functional area for investigation and root cause determination. A root cause could not be determined for the issue reported. The device history record of the lot number reported was reviewed and the product was found to be manufactured according to specifications. Manufacturing personnel were notified of complaint. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint comp (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.